Event description:
The customer's family member called to report that the customer was hospitalized twice in the last three weeks for very high bgs. Family member stated that the physician suggested replacing the pump in both instances and the incidents were similar. Family member stated they were not aware that they should call immediately when they suspected a trouble with the unit or when bgs started to elevate. Customer was on the extension during troubleshooting. Alarm history was checked. It was noted that delivery alarms occurred in january and march then kept occurring every three to four days after that date. The customer noted that they kept loosing the pump settings. It was suggested that the customer call for troubleshooting whenever they felt that the pump was not functioning properly.